Event description:
Per the customer, two out of six screws were found to have been placed lateral. Per the customer they also experienced some screens issues and described the screen as "breathing". Per the customer the es2 nav drivers were sticking on the screws as well. Additional information has been requested from the user facility.